Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scan values when scanning the adc device. On (B)(6) 2022, a sensor scan of 106 mg/dl was obtained compared to a glucose test of 60 mg/dl on an adc meter, after an unspecified amount of time, and the customer experienced a loss of consciousness. Firefighters obtained a glucose test of 30 mg/dl on the healthcare meter, provided the customer oral glucose, and brought to the customer to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.